Manufacturer narrative:
(B)(4).

Event description:
This lead was displaying high thresholds at implant and it was noted that the patient's anatomy was a factor. It was still implanted and was in use until it was explanted on (B)(6) 2016 and replaced. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.